Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Since no device ID was provided, it is unknown if this event has been previously reported. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Dual- vs. Single-chamber defibrillators for primary prevention of sudden cardiac death: long-term follow-up of the defibrillateur automatique implantable - prevention primaire registry. Europace. 2017; 19(9):1478-1484. Doi: 10.1093/europace/euw230. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding single chamber versus dual chamber implantable cardioverter defibrillators (icds). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patients that experienced inappropriate therapy due to supra ventricular tachycardia (svt), double counting, or noise. The article also reported patient deaths and patients that experienced infection. The status of the devices is unknown. Further follow up did not yet yield any additional information.